Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The case was a revision expedium 4.5 case. The patient had the following existing hardware. Thoracic pedicle hooks bilaterally, one on each side right and left. Ti cables below the hooks quantity of 3. Magec rods. Lumbar pedicle screws bilaterally at 2 levels. Dr (B)(6) removed the left sided pedicle hook and placed 3 lamina hooks onto the ribs then reinserted the magec rod. He chose to leave the right sided construct in place after he determined the hook was well seated. During final tightening of the locking cap, the cap threads sheared off. As a result, the hook displaced and he had to revise the right side too and attach to the ribs.